Event description:
Reliance pct set screw, ti, is part of the rms pct 3.5 system. Reliance medical systems was made aware of the loose set screw, (B)(6) 2022 via text message from dr. (B)(6). Implantation of device was performed in 2022 by dr. (B)(6). Dr (B)(6) discovered the a set screw had come off a pct screw, at c2, about 1 month post-op. Physician reported there was no harm or injury to the patient, and "he is doing very well clinically so no plans to removing/revising." It is unknown when or how the set screw came off the pct screw. Dr (B)(6) reported "patient doesn't recall any trauma or anything."